Manufacturer narrative:
(B)(4). Batch # t5ak4h. Investigation summary: the analysis results found that the ats45 device (a) was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. The condition of the reload indicates that the device's firing cycle was interrupted. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain more how the device misfired and how the replacement was stiff? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? Regarding the replacement? Is this in reference to a second device? Was there any difficulty installing the cartridge into the jaws of the stapler? Was any resistance felt during the firing sequence? Was there any difficulty closing the jaws of the device?

Event description:
It was reported that during an unknown procedure, misfired-exchanged- replacement was stiff but did eventually function. There were no adverse consequences for the patient.